Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) was 500 mg/dl with ketones. Reportedly, the customer went to the emergency room where customer was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. No additional information was provided and the customer declined further troubleshooting with tandem technical support.